Manufacturer narrative:
The patient's age was not provided. Approximate age of device ¿ 4 years and 11 months. The pump remains in use supporting the patient; however, two portions of the percutaneous lead were received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2013 the patient was implanted with a heartmate ii lvad as a bridge to heart transplant. It was reported that alarms and pump stoppages occurred. The patient was admitted for observation. During evaluation of the driveline, pump stoppages were reproduced when the percutaneous lead (driveline) was manipulated. The x-rays showed some areas of concern. A percutaneous lead (driveline) replacement was completed; however, another pump stoppage occurred after the replacement. The patient was admitted to the hospital and a surgical procedure to facilitate a secondary driveline replacement was performed. No additional information was provided at the time of this report.

Event description:
On 13 mar 2018, it was reported that red heart alarms and occurred and at the interrogation of the device, pump stoppages and low speeds were observed. It was reported that the patient is symptomatic when the pump stops.

Manufacturer narrative:
Device evaluation: the evaluation of the returned percutaneous lead segments confirmed an issue that could have resulted in the reported pump stops and low speed events, which were confirmed through the evaluation of the submitted system controller log file. In addition, the evaluation of the additional log file confirmed pump stops and low speed events following the second percutaneous lead repair; however, a specific cause for these events could not be conclusively determined through this evaluation. A distal end percutaneous lead (lead) replacement was performed on 21 feb 2018 and the replaced portion of the lead was returned in one segment measuring approximately 15 inches. Rescue tape covered the lead from approximately 1 inch from the metal connector to 7 inches from the metal connector. The outer layers of the lead were severed approximately 12 inches from the metal connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to the wire insulations. Electrical continuity and high-potential testing of the lead did not reveal any areas of compromised wire insulation that would have contributed to the reported events. Pump stoppages continued to occur following the first distal end replacement and a second distal end percutaneous lead replacement was performed on 27 feb 2018 by the surgeon¿s request. The hospital submitted images which appeared to depict the second percutaneous lead replacement. The images revealed damage to the insulation of the brown wire at the location of the replacement, exposing the inner conductors. While the specific cause for this damage could not be conclusively determined, the damage appeared consistent with repetitive flexing and abrasion against the metal braided shield. The replaced portion of the lead was returned in a segment measuring approximately 28 inches. Segments of all 6 wires were returned measuring approximately 2.25 inches each. The strength member extended approximately 30 inches from the metal connector. Visual inspection of the 2.25-inch wire segments revealed damage to the insulation of the yellow wire, exposing the inner conductors. The damage appeared consistent with repetitive flexing and abrasion against the metal braided shield. Although the exact location of the damage to the yellow wire could not be conclusively determined, the similarity in length of the wire segment and the extension of the strength member indicates that this wire was likely located at the proximal end of the percutaneous lead segment prior to the lead replacement. Visual inspection and high-potential testing of the remainder of the lead segment did not reveal any additional areas of compromised wire insulation that would have contributed to the reported events. If the exposed inner conductors of the brown or yellow wires made contact with the metal braided shield while connected to a tethered power source, the resulting electrical short to ground could have resulted in the pump stoppages and low speed events observed in the submitted log file while connected to a power module. In addition, if the exposed inner conductors of these wires made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have resulted in the pump stoppages and low speed events observed in the submitted log file while connected to any power source. An additional system controller log file was submitted which contained data from 17 feb 2018 02:26:36 pm through 13 mar 2018 11:56:08 am. Pump stoppages and low speed events were observed between 11:30:37 am and 11:32:01 am on 13 mar 2018 while the pump was connected to a power module. Power elevations were observed during some of these events, and low flow hazard alarms were captured associated with low speed hazard events. Based on previous complaint history, the captured events appear consistent with a potential percutaneous lead issue. It was reported that the patient¿s standard grounded patient cable was exchanged for a non-grounded patient cable. The patient remains ongoing on lvad support and no further issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient''s grounded patient cable was exchanged for a non-grounded patient cable. The patient remains ongoing on lvad support with no further issues reported.